Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited several inappropriate therapies. A physician in (B)(6) was needed to be contacted to perform follow up with this patient. Additional information noted that the device therapies were turned off to date. At this time device remains implanted. No adverse patient effects were reported.